Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
2 samples returned to manufacturer that have black foreign material in the end cap. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material found inside the luer caps is confirmed and was determined to be supplier related. Two 19 ga x 1.0 in. Safestep infusion sets with y-sites were returned for evaluation. An initial visual observation of the returned infusion sets revealed no obvious use residues throughout the returned devices. It was observed that samples 3 and 5 were returned with the safety mechanism not advanced over the needle tip and the white luer caps attached to the proximal connectors. A microscopic observation revealed some black, unknown material was observed along the inside of the luer caps for samples 3 and 5. An attempt to remove the black material with a sharp instrument revealed the material would scrape off the device with little force. The cause of this failure was determined to be related to the manufacture of the product. The supplier was notified of this event. This complaint will be recorded for future trending and monitoring purposes.